Event description:
Surgeon was performing carotid end-arterectomy on a pt and used a javid shunt, #007714. Surgeon placed a shunt in the artery of the pt, the artery was split open, then another shunt was used from the same lot and that was a problem as well. The pt experienced blood loss with a drop in blood pressure. The pt is stable and doing well. The second shunt was used to finish the case. Surgeon indicated that the shunt seemed much thicker than before. Surgeon has used this shunt before with no problems. The surgery was completed.